Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after patient deceased due to gunshot wound to the head. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.